Event description:
The customer reported being in the emergency room with low blood glucose of 28mg/dl. The customer has been in and out of the emergency room because her blood glucose kept dropping from 39 to 23mg/dl. She stated that the night before her glucose level was 46mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The customer stated that the doctor did believe her basal rates are not enough. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.